Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: d4, d9, g3, g6, h2, h3, h4, h6, h11. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. The reported cement was reviewed for compatibility with the femoral component, with no issues noted. The device history record was reviewed, and no discrepancies relevant to the reported event were found. Review of the complaint history identified additional similar complaints for the reported item, and no additional similar complaints for the reported part and lot combination. A definitive root cause cannot be determined. If any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent revision surgery as the femoral component debonded from the bone and became loose, approximately six months post-operatively. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: item name: oxf anat brg rt sm size 5 PMA; item 159570; lot 66212655. D10: item name: oxf uni tib tray sz b rm PMA; item 154721; lot 66829843. D10: item name: biomet bc r 2x20 us; item 1100353691; lot av26ah0103. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.